Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports the blue adapter disconnected from the transparent y-bifurcation tubing. The catheter is located in the right femoral vein. As a result of the disconnection, approximately 150mls of blood was lost during the incident. The catheter was initially left in place as patient was unstable. Vital signs are stable and fbc rechecked. Blood aspirated from return line and continued as it needed by patient - lactate levels of 5-7. Nil. The catheter was removed on (B)(6) 2013.